Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient had two internal carotid artery (ica) aneurysms; one of the left and one of the right. The event involved treatment of an unruptured saccular aneurysm with max diameter of 5.2mm and neck diameter of 3.6mm in the right ica. Vessel tortuosity was moderate. It was reported that during deployment, the distal end of the pipeline failed to open when treating the left side aneurysm. The device was unsheathed approximately 7-8mm from the distal marker. A cigar shape was observed. The surgeon waited 5 minutes without the device opening. The device was resheathed and deployment reattempted but distal opening still failed. The surgeon then removed the pipeline and the marksman microcatheter together through the intracranial support catheter. It was then discovered that one of the ptfe sleeve was not extended. Less than 50% of the device had been deployed when it failed to open, and it had been resheathed more than 2 times. No other steps were taken to open the pipeline at that time. A replacement pipeline and catheter were used to finish treatment for the left aneurysm. For the right ica aneurysm, the operator used the previous pipeline and marksman that were withdrawn fr om the left ica aneurysm, and tried to deploy them again. Although the distal pipeline was still shaped like fish-mouth and did not fully expand, it presented better than its previous status. The operator decided to fully deploy this pipeline to complete right ica aneurysm surgery. After deployment, the guidewire was used to "massage" the device and the pipeline did open fully. There was no harm or injury to the patient. Additional information received reported that the pipeline was not in a vessel bend when it failed to open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient had two internal carotid artery (ica) aneurysms; one of the left and one of the right. The event involved treatment of an unruptured saccular aneurysm with max diameter of 5.2mm and neck diameter of 3.6mm in the right ica. Vessel tortuosity was moderate. It was reported that during deployment, the distal end of the pipeline failed to open. The device was unsheathed approximately 7-8mm from the distal marker. A cigar was observed. The surgeon waited 5 minutes without the device opening. The device was resheathed and deployment reattempted but distal opening still failed. The surgeon then removed the pipeline and the marksman microcatheter together through the intracranial support catheter. It was then discovered that one of the ptfe sleeve was not extended. Both devices were replaced to complete the procedure. There was no harm or injury to the patient.